Event description:
User experiencing high bicarbonate results for over 100 patient samples. User initially ran the patient samples on another instrument at this site and reported out over 50 of these patients bicarbonate results. User was unable to provide any data from the patient samples that were reported. User stated she only repeated some of the samples that were reported out and sent amended reports if the retest results were over a 5 point difference than the initial result. User was not aware if patients were treated due to the initial results reported. User stated they did not report initial results for the additional 50 patient samples, and they were all repeated after calibration and the repeat results were reported. Only the following patient examples were provided, initial results generated from the c501 prior to calibration and the repeat result generated after calibration. Sample 1, initial gave 35 mmol/l; repeat gave 27 mmol/l. User was unable to determine which instrument was used for repeat testing for the remainder of patient samples. The field service representative was unable to determine a cause, but noted that the ise electrodes were changed as a precaution and calibrations were performed. User was unable to determine which instrument was used for repeat testing for repeat testing for the remainder of patient samples. The field service representative was unable to determine a cause, but noted that the ise electrodes were changed and calibrations performed which improved the performance of the assay. Performance tests were performed.